Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was not registering during calibration. It was also reported that the printer of the programmer was not operational. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the programmer was unable to calibrate. The comment regarding the non-operational printer was unable to be confirmed; it was noted that the settings were wrong in the software, which led to the inability to print. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.